Event description:
A pt with significant history of ascending aortic aneurysm had surgery performed for placement of a cryopreserved aortic valve and conduit allograft in 2001. According to the pt's family, they have remained noticably weakened following the valve replacement surgery and never fully recovered. At approximately 2 years and 9 months following surgery, the pt presented to their primary care physician feeling progressively worse. The pt was treated with oral antibiotics and released at that time. Sometime (date unknown) after the visit with the primary care physician, the pt was referred for assessment by a cardiac specialist. The surgeon determined that the pt had fungal endocarditis with extensive involvement of the felt pads at the sewing ring. The infection also appeared to extend into the proximal portion of the left main coronary artery. It was also reported that the pt suffered a cerebrovascular accident due to a fungal embolism. The pt is currently being treated and final microbiological cultures are not currently available, so no definitive identification of the involved organism has been determined. The allograft remains functional and has not been removed according to contact with the involved surgeon.